Event description:
Reportedly, during patient use, the audible alarm stopped abruptly. Medical intervention was required to prevent patient injury. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.